Event description:
An attempt was made to deploy a 3.5mm diameter x 15mm length driver rx coronary stent into a patient. The target lesion, located in the rca # 2 was described excessively tortuous, severely calcified and with 90% stenosis. The lesion had been pre-dilated 3 times and although additional information received confirmed that the pre-dilations were successful, extra support was needed during the attempted delivery of the relevant device by exchanging the guide catheters and use of additional wire suggesting that the patient morphology may have continued to have impact on the attempted placement of the relevant stent. However, despite all the attempts, the device could not cross the lesion and upon removal from the patient body, the physician noted that the stent had been damaged. Communication from the field confirmed that reasonable force may have been applied to deliver the relevant device. No abnormalities were noted during preparation of the device prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The stent, although positioned between the inner shaft markers and balloon pillows, was noted to be damaged. Both ends of the stent appeared to be slightly flared and the middle stent segments were deformed and raised. Both pillows appeared to be slightly expanded. Blood residue was evident between the balloon folds.

Manufacturer narrative:
(B)(4): stent deformed in vivo during positioning: evaluation results and conclusions: (excessive tortuosity, severe calcification, 90% stenosis).